Manufacturer narrative:
Results: visual inspection of the returned product showed that part of the optic and part of a haptic wsa torn off and missing. There was a clear surgical residue on the lens.

Event description:
It was reported that after the surgeon inserted an cc4204bf one piece collamer lens and a chipped was noted on it. The lens was removed without any patient injury. The reporter stated the damaged occurred during loading due to technical error.